Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant: 15-104056, m2a-t m/h rad sld/apx shl 56mm, 087930; 15-105000, m2a taper 37/28mm liner, 964950; 11-163662, 28mm m2a mod head, 422050; 11-163661, 28mm m2a mod head, 422040. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 08219, 0001825034 - 2017 - 08220, 0001825034 - 2017 - 08218, 0001825034 - 2017 - 08222.

Event description:
It was reported that the patient's right hip was revised seventeen years post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.